Event description:
It was reported that the patient underwent a pocket revision due to discomfort at the ipg site. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Weight not available. Device remains in patient this is a final report.